Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As no investigation was performed on the device, a definitive root cause for the alleged issue could not be determined. It is possible that the volume discrepancies alleged could be due to the leakage observed in the catheter, but this could not be confirmed. (B)(4).

Event description:
Patient tracking specialist contacted technical solutions through e-mail to report a prometra pump that was explanted due to a catheter leak and volume discrepancies. A dye study was performed that confirmed the leak in the catheter. The patient also complaint of lack of pain relief. Representative was able to confirm that some volume discrepancies were identified during prior refill appointments, but historical data on these discrepancies was not available. The physician did not speculate as to what could have caused the leakage, but the representative confirmed that the patient had sustained a fall several months ago. Catheter explant was captured through MFR 3010079947-2021-00013.